Event description:
Additional information received reported the patient saw the physician and the manufacturer representative (rep). The patient was being sent for an MRI to check on the device and make sure there was no other problem. The MRI was to evaluate the burning sensation she mentioned. The patient stated the physician told her the burning was not related to the scs system. The diagnostic imaging had not been performed at the time of this report. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
It was reported that the patient noted ¿extreme¿ burning pain in her back, from her bra strap through her waist, which this pain started about a month prior to the report. The patient¿s device had been off and she was still feeling the burning sensation. The healthcare provider (hcp) was wondering if the burning pain was from lead migration. The patient had an appointment with a manufacturer representative that thursday after the report. The patient was complaining of burning pain in her back and wanted the device checked to make sure the lead were not at fault. It was later reported that the burning sensation was still present. It hadn¿t changed since she first reported it. It felt like the patients back problems were affecting her arms and it felt like she needed to stretch them but if she did it hurt.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).